Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that multiple network access points (aps) are currently offline and some tele devices are not able to associate with the central stations. Access points need to be back online. This affected 6th and 8th floors. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to a biomedical engineer (biomed) that was onsite. According to the biomed, they had visited the site and changed some configurations on the switches. The biomed was wondering if this could be related to the issue. This is a pscn network. The rse took some troubleshooting steps by remotely logged into the primary server. The rse confirmed the hostname with the biomed, and checked the device status; all switches and the router were currently connected, but multiple access points were offline. The rse accessed the access point controller (apc) and attempted to reset the ap, but this did not resolve the issue. The rse consulted a philips network engineer (ne). The ne checked the status and advised having a philips technical consultant (tc) onsite to check the cabling of the access points. A philips tc went to the site. The tc's short term fix was to power cycle both of the machines and this did restore wireless connectivity back to the 6h and 8h floors. The tc indicated that for a long term resolution, these switches need their operating system (ios) versions updated. The tc spoke to the ne and discussed what could have caused the whole network to go down. The tc and ne were confident that a broadcast storm took the system down, however, they were not sure where it initiated. The biomed had power cycled several of the switches the night before in an effort to restore patient monitoring; this did hinder the investigation because logs are lost after restarts. While trying to determine why two floors of aps were offline, the tc verified that all of the access ports were configured in the correct vlan and also made sure that all of the trunk ports had the appropriate vlans. The tc pulled the wireless logs using the upgrader tool and went through the logs to verify no critical errors were present; there were none. The tc also swapped ports with a working ap but the problem always followed "ap-6celev". At this point, the tc reached out to philips national service support (nss) for assistance. After speaking with the nss and explaining what had occurred and what was still going on, nss had the tc do a "show processes cpu sorted" on the two distribution switches in the 6th floor closet in building h. This showed that both of the distribution switches (3850x) were using 98% of their available cpu usage. These machines are at version 3 and need to be upgraded to version 16 to eliminate the cpu "leakage" issue. The tc, along with a ne, will be returning to the site to clean up the network and other related issues found while troubleshooting this outage, and also upgrade the ios for the 3850s to prevent this from happening in the future. Based on the information available and the testing conducted, the cause of the reported problem was related to a network switch issue. The reported problem was confirmed. The device was operational after a power cycle of both machines. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.